Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The field service engineer replaced the vertical axis motor module on the surgeon side console after observing thermistor errors associated with the ergo column. The part was removed and returned for further analysis. Intuitive surgical, inc. (Isi) did receive a da vinci 5 product to perform failure analysis. The assy motor module vertical axis ssc is50 was analyzed and the reported "23095 thermistor errors" was confirmed in the error logs but could not be reproduced during in-house testing. Visual inspection and functional testing, including cable manipulation and extended idle time, did not trigger any errors, and the unit passed all thermistor tests. Based on these findings.

Event description:
It was reported that during a procedure on a da vinci 5 system, a recoverable fault occurred, and system logs indicated errors associated with the ergo column. The issue was reported during the procedure, and all troubleshooting steps were completed by technical support, who identified a possible motor or cabling issue on the console. The procedure was completed as planned with no report of patient injury.